Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files show at least nine applications were performed with the afapro28 balloon catheter with lot 14592 without issue on the date of the event. In conclusion, the clinical issue (phrenic nerve palsy) occurred during the procedure. The reported issue cannot confirm through data analysis. There is no indication of a relation of the adverse event to the performance and malfunction of the product. The physical product was discarded and will not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced phrenic nerve palsy (pnp) while freezing the right superior pulmonary vein (rspv). The pnp did not recover during the case, and thus the case was aborted while the patient was under general anesthesia. No further patient complications have been reported as a result of this event.